Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device evaluation did find white foreign material in the air/water channel. Based on the results of the investigation, and since the fuzzy was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope was fuzzy. There were no reports of patient harm or injury.